Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and nausea and vomiting. The patient did report receiving medical intervention and is receiving cancer treatment. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.